Event description:
The pt reported blood glucose results of 129 mg/dl with a lifescan meter and 169 mg/dl on a lab device, performed within 10 minutes of each other.between the tests there was no intervention that would be expected to change the blood glucose. The technical service representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. Pt's meter, test strips. And control solution were replaced.